Event description:
It was reported to the co that the pt experienced overly loud sensations and sound quality issues with her cochlear implant. External equipment was exchanged. However, the problem was not resolved. Advanced bionics is in the process of gathering more info.